Event description:
Additional information provided by the physician stated the event resolved a month after the last noted treatment date.

Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected by another injector with 2 syringes of juvederm® voluma¿ xc in the cheeks, 4 syringes of juvederm® voluma¿ xc in the chin, and one syringe of juvederm® ultra in the lower lip and nasal labial folds. The next day, patient "had midface, lower face including lower lip ischemic changes on exam." The occlusion was where the facial artery bifurcates into the inferior labial artery. Per hcp, "ha filler was injected in the facial inferior labial and possibly moved up into angular artery." Three days later the patient was seen and treated with 19 vials of hylenex® at all the areas of injection along with heat. The next day, the patient was given another 12 vials of hylenex® along with heat and was prescribed two medical grade bruising creams to be used 5x/daily. The following day, the patient was hydrated with IV fluids while coordinating hyperbaric chamber to augment her treatment. Patient noted to looks significantly improved but still areas of skin that are healing and need more time. However, the area is no longer occluded and blow flow has returned. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03331 (allergan complaint pr (B)(4)). This MDR is being submitted for the suspect product, juvederm® ultra.